Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal secondary set (c62) tubing was kinked. This occurred on 2 occasions before use. The following information was provided by the initial reporter: c62 kinked tube. Before use, 2 units of c62 was discovered to have the clamp on. The pharmacist tried to release the clamp without opening the packing, and discovered that the tube was already kinked. They did not proceed to use the set as the kink will obstruct the flow was per their experience before.